Event description:
During patient call, monitor screen went blank and the device reset. There were no adverse effects to the patient reported during this event.

Manufacturer narrative:
Medtronic continues to investigate the reported event.